Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented via merlin.net transmission with episodes of non-sustained right ventricular oversensing. All lead measurements were stable and in-range. Lead revision was recommended. Patient later presented via merlin.net transmission and additional episodes of noise was observed. Patient was asymptomatic. No therapy was delivered as a result of noise and frequency of noise episodes appeared to be increasing. Lead impedance and sensing was normal and stable. Lead replacement was recommended. Patient later presented to clinic for follow up and lead fracture was observed on the rv lead. The device was turned off and patient was fitted with a life vest. Patient is scheduled for a rv lead replacement once insurance authorization is received. No further information available.

Event description:
New information received indicates that the lead was explanted and replaced. There were no complications and the patient will be followed normally.